Event description:
On (B)(6) 2015, the patient was being treated for an abdominal aortic aneurysm. It was reported that as a gore® excluder® aaa endoprosthesis contralateral leg component was being advanced through a 12 fr gore® dryseal sheath, resistance was encountered. The patient¿s anatomy was reportedly long and tortuous. It was reported that after the device was not able to be advanced any further due to the extreme resistance, fluoroscopy showed that the sheath had become kinked. The physician elected to remove the sheath and device. It was reported the device was not advanced outside of the sheath during the procedure. It was reported that once the delivery catheter and sheath and removed from the patient, the catheter was noted to have broken at the trailing olive/polyimide wire junction. Both the contralateral leg component and the sheath were replaced and the procedure was concluded with no further issues. Final angiography showed exclusion of the aneurysm, and the patient tolerated the procedure. Reportedly, both the device and sheath were discarded at the facility and therefore are not available for evaluation.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.